Manufacturer narrative:
This supplemental report is being submitted to provide additional information. From the evaluation by olympus china sales & marketing (ocsm), it was confirmed that the endoscopic image was not displayed at startup due to a defect in the 180 connector unit. The 180 connector unit may have malfunctioned due to repeated use for a long period of time, because approximately eight years have passed since the device was installed in the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed at startup. The user completed the intended procedure with the device. The procedure was not delayed for more than 15 minutes. This device is an olympus asset. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the device has not been repaired in the past year. -the reported event was caused by a defect in the connector unit. -the printed circuit board battery was run out. -the blinds were missing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.